Event description:
It was reported that on (B)(6) 2011, the patient's lioresal (baclofen injection) concentration 2000 mcg/ml was increased from 858 mcg/day to 892 mcg/day, due to a return of spasms. An underdose was noted. On (B)(6) 2011, the patient experienced increased spasticity, and went to a clinic. The pump's reservoir was expected to have approximately 6 mls but less than 1 ml was aspirated. The healthcare provider (hcp) suspected a partial pocket fill at the last refill. The patient's pump was refilled; and started at her normal dose. Later that night, overdose symptoms presented. At 19:00, the patient was found to be difficult to arouse; the patient was then taken to the hospital where she was intubated and her pump was stopped. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient was admitted to acute care for several days to medically stabilize. In regards to the patient's decreased arousal, the patient's pump was turned to a minimum rate temporarily and restarted at a lower dose; and titrated to effect once the patient stabilized. The patient was placed on a ventilator, but was later weaned. It was noted that although this was an overdose,the patient's nurse practitioner (np) felt the cascade of events started after the prior refill. The prior refill was indicated to be without incident, but the patient had been admitted the next day with seizures. The pump was not suspected at that time; however, the np felt that an unidentified subcutaneous pocket fill occurred at the last refill. The patient was managed through their withdrawal due to their admission for seizures, which the np believed was now part of the patient's withdrawal presentation. It was further suspected that when the next actual refill was done on (B)(6) 2011, the patient's dose was way too high as she had been without intrathecal baclofen since the last refill ''hence the overdose response.'' No pump diagnostics were done. The patient recovered completely; and was stable on a much lower dose (approximately 250 mcg/day).

Manufacturer narrative:
.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on (B)(6) 2009, explanted unk.